Event description:
The advocate stated the customer received blood glucose readings of 300 and 400 mg/dl from her breeze2 meter and readings between 97-125 mg/dl from her contour meter. The difference between the readings falls in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent for further troubleshooting. No product will be returned.